Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging the device turns on and off and has a burning smell when breathing into the machine. There was no allegation of serious or permanent harm or injury. No medical intervention was required by the patient. The device was returned to the manufacturer for evaluation. During the evaluation, the manufacturer visually inspected the device and found evidence of sound abatement foam/degradation/breakdown in the device. The product investigation lab initiated therapy with the device and verified airflow using a lab supplied power supply and ac cord. The product investigation lab observed intermittent power loss of the device, potentially due to a faulty dc power jack on the printed circuit assembly. No odor was observed. Black substance, consistent with sound abatement foam degradation, was observed on the outside bottom of the blower box and was stuck to it. In addition, 32 errors were logged. 24 of error e-65: err_stuck_encoder_a & 8 of error e-66 err_stuck_encoder_b. Dust like contamination at the air inlet, pca, in the blower box and throughout the inside enclosure was also observed. In addition, there was white dust-like and hair like contamination at the air inlet and the inside bottom of the blower box. The manufacturer was able to confirm the complaint, and the device was scrapped.

Manufacturer narrative:
The manufacturer previously reported on this device in MDR 2518422-2023-23229. This report was submitted as a duplicate report of the previously submitted report.